Event description:
User sg2-ms recently began having reactions while in room with disinfectant. Their symptoms were irriation to nasal passage; eyes tearing and burning; scratchy throat; altered taste buds; and chest tightness. These lasted 24 hours after first exposure of 15-30 minutes. Now only experiencing when in the room.